Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that not one device has worked for their bladder symptoms. One of their many devices worked for one single day, but that was it. The devices have been removed and are "long gone." They have just had to except that their bladder is never going to function again. The caller also mentions pelvic floor pain and if the company manufacturers a device for this; information was reviewed; no device indicated for this type of pain but sent doctor listings at patient request for a pain device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported called to ask if her interstim implants would help treat pelvic floor pain if they were turned on. Patient stated they are currently turned off because they "don't help her bladder and don't make her go to the bathroom naturally." Patient reported that she' "had other devices in the past that have worked for at least a few days, but these one's never worked." Patient services reviewed that pelvic floor pain was not one of the indications for interstim. The patient reported that the pelvic floor pain started a while ago and stated she thinks it was pre-existing before implant. Patient said her implantable neurostimulator did not help on her pelvic pain and she was having a recurring pain on her back. Patient reported she has an appointment with the managing doctor on monday. The patient indicators for use were urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event" in the event description. This information was also reported in manufacturer report number 3004209178-2017-08859.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient spoke to two individuals who didn't provide help or information that would have been helpful. They were directed to the appropriate person for help by their doctor.